Event description:
The glenoid came loose approximately 9 months post-op. Follow up information determined a second surgery was performed in 5/2004. The pt presented with posterior subluxation of the right shoulder. Per surgeon, pt did not complain of any pain. During second surgery, it was noted that glenoid component became dislodged. Observation of the device revealed that many of the reverse barbs of the component were uncovered of cement - not enough cement applied during initial surgery. Surgeon elected to use "depuy global keeled glenoid" as replacement component. Retreived device(s) is to be returned to arthrex for evaluation after hospital decontamination. (Per arthrex engineer present in surgery). This device is used for treatment.